Event description:
Related manufacturer reference number: 2017865-2022-07441. It was reported that the patient presented for a routine generator change on (B)(6) 2022. Prior to the procedure, it was noted that the right ventricular (rv) lead exhibited loss of capture and high pacing impedance. The physician attributed the issue to wear and the lead was capped. During the procedure, the guidewire for the replacement lead could not be advanced. A second replacement lead was used to successfully complete the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to advance stylet was confirmed. As received, a complete lead without a stylet was returned in one piece for analysis. Stylet insertion test confirmed that the stylet was restricted at the connector region due to the blood clogged in the inner coil. Visual inspection, x-ray examination and electrical test were normal with no anomalies found.